Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with no bands still attached to it and the handle did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed, as the trip wire was not secured into the handle slot. This oversight can ultimately affect the deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when the handle is used to pull the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the IFU states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the first band was successfully deployed; however, when the second band was attempted to be deployed, the deployment was unusual as it did not deploy. The procedure was stopped, and a second speedband superview super 7 was unpacked. The procedure was completed with the second speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the first band was successfully deployed; however, when the second band was attempted to be deployed, the deployment was unusual as it did not deploy. The procedure was stopped, and a second speedband superview super 7 was unpacked. The procedure was completed with the second speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.